Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a minimum fill notification occurred. Reportedly, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was in 402-432 mg/dl range.